Event description:
The pt whose injuries included bilateral lower extremity fractures, unilateral upper extremeity fracture and c2 fracture sustained in 2002 in a motor vehicle accident. The filter was being placed for prophylactic purposes in 2002. The sheath was advanced via the right femoral vein into the ivc. The delivery device, with the filter attached, was advanced into the ivc without incident. Several unsuccessful attempts were made to release the filter. The delivery device was moved proximally with the filter legs unsheathed without release. When the filter did detach, the legs failed to deploy. The filter was momentarily stationary upon release and then was carried by the blood flow of the cava through the atrium of the heart and into the pulmonary artery. The filter legs were still reverse the direction of the filter and position of the hook was inferior to the right iliac vein where legs of the filter deployed. Preparation was under way to place another filter when the pt experienced two episodes of bradycardia, but then seemed stable, the pt then experienced ventricular tachycardia. Resuscitation was unsuccessful and the pt expired on the table.